Event description:
A device report received from (B)(6) indicates a hospital in (B)(6) reported. Pt status post lcp plate and screw implantation on an unk date was discovered to have the proximal screws broken at the plate and screw interface. Pt was returned to the operating room on (B)(6)-2011, hardware was removed, pt revised to 130 degrees angle blade plate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.